Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The device was received and repaired at the service center. The complaint was not confirmed, however defects were found upon evaluation of the device at the service center. A short circuit was found in the motor cable, therefore the motor cable was replaced.

Event description:
It was reported by the affiliate in (B)(6) that post-operatively to unspecified surgical procedure, it was observed that the motor on the device was jammed. During in-house engineering evaluation, it was determined that there was a short circuit on the motor cable on the device. It was not reported if there was a delay in the surgical procedure; however, it was reported that the procedure was completed with the replacement device. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and repaired at the service center. The complaint of the motor being jammed was not confirmed at the service center, however defects were found that may cause the motor to stop working. A short circuit was found in the motor cable, therefore the motor cable was replaced. A short circuit in the motor cable may cause the motor to stop functioning as intended therefore may have caused the issue experienced by the customer intermittently. However, the complaint condition was not reproduced at the service center therefore we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).